Event description:
It was reported the radiopaque marker detached from the introducer sheath, but remained on the guidewire, during a biliary drainage procedure. Retrieval of the detached marker was uneventful. The produce was successfully completed with this unit without pt complications. This device is currently being evaluated by this MFR. Upon completion of the engineering eval, a supplemental medwatch will be forwarded under the appropriate sequence number. Since co's follow-up revealed the entry site was very tough and resistance was encountered during this procedure, co believes continual exertion against resistance, along with pt anatomy, were contributing factors to this event. However, until the engineering eval is completed, co is unable to determine the exact cause for this event.